Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an upper gastrointestinal endoscopy with biopsy procedure performed on (B)(6) 2022. During the procedure, the clip did not fire. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Medical device problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip did not fire. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. The correct bsc aware date is 01mar2022.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an upper gastrointestinal endoscopy with biopsy procedure performed on february 26, 2022. During the procedure, the clip was tested outside the patient; however, the clip did not fire when used inside the patient. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip did not fire. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and the device had evidence of premature deployment. Microscopic examination was performed and it was found that the yoke was attached to the control wire. Additionally, the bushing had hit marks on the inside face of the hook and on the top of the bushing. Dimensional examination was performed on the bushing outer diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. Based on the condition of the returned device, the reported event of clip did not fire was not confirmed. Investigation found that the bushing had hit marks on the inside face of the hook and on the top of the bushing, this is likely due to the interaction between the yoke and the capsule, in order to deploy the clip. Regarding the evidence of premature deployment, this could be due to operational factors during the procedure such as trying to open the clip once it was already activated. The device was returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components interaction were the root cause of the reported allegation. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an upper gastrointestinal endoscopy with biopsy procedure performed on (B)(6) 2022. During the procedure, the clip was tested outside the patient; however, the clip did not fire when used inside the patient. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.